Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pump displayed a channel error 240.4150. Replaced the top pressure sensor to fix the problem and then tested the device. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.